Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The way my tooth moved down and forward created this gap that looks ridiculous." "It always shows a gap because the tooth appears lower than the others." 7/1/2024: cust responded with intrusion update photo stating "no bottom aligners fit now - even step 1 hurts. (Once again) my front lower tooth is so much worse than when I started this. I feel like you keep sending me refinements that don?t work. If you plan on sending refinements, I would like to see a 3d model of what should happen. The last 2 refinements didn't work because the front tooth was pushed forward in previous aligners and it won't squeeze into the created gaps because it is too low or too forward. " update 7/25/24: cust provided updated photos and stated no lower aligner fits. 8/8 - (B)(6) " here are the photos as requested (below). I visited the dentist for a regular cleaning/check up. The dentist said I need a cavity filled on second to last top molar, and a crown on each farthest back top molar (possible filling if enough tooth). He said he can make it as close as possible to the size of my current tooth. I would like to take care of this to stop further decay. The bottom teeth do not require any dental work. The top teeth are finished with aligners, but I'm not sure if the last step aligner will fit after the dental work. Please let me know how to proceed. "

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.